Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). More than 13 years have passed since the device was manufactured. The power supply unit may have failed due to deterioration of parts of the power supply unit over time due to repeated use for a long period of time. It is possible that power was not supplied to the dx board that is outputting the y / c video signal due to a failure of the power supply unit, and the endoscopic image was not displayed. In addition, the dp board may have failed due to aged deterioration of the components on the board due to repeated use for a long period of time. Since the dp board processes and outputs rgb video signals, there is possibility that the signal was not output due to a failure of the dp board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. Omsi inspected the device and confirmed the following; there was a burn mark on the dx board. There were small dents and scratches on the lid, front panel, and rear panel. The lid and front panel were yellowish. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the composite video did not work, video signals were not output and the endoscopic image was not displayed. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that y / c video signal was not output due to power supply unit failure. In addition, the rgb video signal was not output due to the failure of the dp board.